Manufacturer narrative:
The device was returned to the manufacturer for physical evaluation. A visual examination of the returned device revealed the presence of coagulated blood. The fibers were wet with indication of blood exposure; the fibers were tinged from blood exposure and both potting surfaces had trace amounts of blood. Additionally, a crack on the non-cavity ID end screw flange from approximately 0 to 240 degrees along the thread wall. Further examination revealed the presence of ink on the exterior surface of the dialyzer bell housing. The ink exhibited similar visual characteristics to that of the bubble point reject stamp used during dialyzer manufacturing. The complaint laboratory was not able to perform the bubble point testing due to the crack located on the non-cavity ID end screw flange. The dialyzer was then subjected to destructive disassembly for further visual analysis. Further examination of the fiber bundle did not reveal any damage or irregularities within the fiber bundle; specifically, no broken, loose fiber fragments, and/or kinked, looped, or short fibers. The inferior surface of both polyurethane potting ends were examined for voids. No voids were present. Submersion of the fiber bundle in a water bath could not isolate any source for an internal leak. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The investigation into the cause of the reported problem was able to confirm the failure mode. Although submersion of the fiber bundle in a water bath failed to isolate any source for an internal leak; the dialyzer failed bubble point testing during production as denoted by the reject stamp noted on the exterior dialyzer bell housing. Therefore, the complaint was confirmed.

Manufacturer narrative:
(B)(4). Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A user facility reported that a blood leak occurred during the hemodialysis treatment. The machine alarmed at the start of treatment for an internal dialyzer blood leak. Blood was observed within the dialysate. Blood test strips were used and tested positive. No dialyzer damage was visible. The machine did alarm. The patient's estimated blood loss was approximately 300cc. No adverse effects were experienced by the patient as a result of this event and no medical intervention was required. The patient completed treatment with a new set-up on the same machine. The device is available for evaluation.